Event description:
My feet & hands have been burning and tingling for five years. Two drs. Said that I had neuropathy. Dose or amount: small lines, frequency: 3x day. Dates of use: 10 years. Diagnosis or reason for use: for dentures.